Event description:
It was reported that post-operative imaging showed the deep brain stimulation (dbs) lead had migrated from the target. The physician replaced the lead, and the patient was doing fine post-operatively. The explanted lead was disposed of by the medical facility.